Event description:
The patient reported that she had change of therapy; she had loose bowels twice. It happened one time the day prior to this report and maybe the thursday prior to this report. She was not feeling stimulation and therapy was on. The patient was on program2 at 1.3 volts. It was noted that she had some shots in her neck on (B)(6) 2016. No trauma/falls were related. The patient was instructed in changing to program 1 at 2.4 volts. On the new program, she didn't feel the jabbing in the vaginal area. When she was standing or walking, she felt jabbing in the vaginal area. The jabbing had occurred for the last 2 weeks. The patient was redirected to her healthcare provider (hcp). Indications for use were fecal incontinence and gastrointestinal/pelvic floor.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient had had appointments with their healthcare provider (hcp) on (B)(6) 2016 and (B)(6) 2016, and some dates before then. The circumstances that had led to the symptoms were the patient had changed their device program and the steps taken to resolve the issue were the patient needed to change their program. The jabbing in the vaginal area and loose bowels were resolved.

Manufacturer narrative:
Device evaluation date is approximate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.